Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) episode. This resulted in the minute ventilation (mv) feature being automatically disabled. There were no out of range measurements reported. Technical services (ts) stated that the device appeared to be functioning as programmed. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains correction in section e1 and e3 of initial reporter tab.

Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) episode. This resulted in the minute ventilation (mv) feature being automatically disabled. There were no out of range measurements reported. Technical services (ts) stated that the device appeared to be functioning as programmed. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This report contains correction in section e1 and e3 of initial reporter tab.

Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) episode. This resulted in the minute ventilation (mv) feature being automatically disabled. There were no out of range measurements reported. Technical services (ts) stated that the device appeared to be functioning as programmed. This pacemaker remains in service. No adverse patient effects were reported. This pacemaker was explanted as part of normal battery depletion. The device was returned, and analysis was completed, and the report is updated with the product investigation results.